Manufacturer narrative:
In this case, the returned device analysis found the l-lock tabs were scratched and broken. Moreover, the reported gripper actuation issue could not be tested because the gripper line broke when the lock lever was retracted during visual inspection. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the observed scratched and broken l-lock tabs could not be determined. The observed broken gripper line appears to be due to the return device handling. The cause of the reported gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue during device preparation. It was reported that during device preparation of a mitraclip ntw, it was noted that one of the grippers was in a different angle compared to the other. The gripper was unable to lower all the way, and the clip was unlocked when the issue presented. Prior to system preparation, the delivery catheter (dc) handle was rotated clockwise and counterclockwise several times. It was suggested to release tension that could have accumulated in the system due to the system movements. Therefore, the dc handle was advanced and retracted and the gripper lever was advanced and retracted several times. The gripper corrected its angle and both gripper angles were similar. The physician was not confident with the device, so a new clip was used and the previous one discarded. The procedure was completed with replacement. There was no patient involvement. No additional information was provided.